Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that device torn up the graft. There was no harm or delay. The event timing was during surgery. No adverse events were reported as a result of this malfunction

Event description:
No additional event information available.

Manufacturer narrative:
Review of the most recent repair record determined the calibration was out at the zero reading and control bar not in the correct position and the control bar and bearings were replaced and device calibrated and resolved the reported issue. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. The event cannot be confirmed. If further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor the trends.